Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as a dried leak of sample and differential lyse contained on top of the differential mixing chamber on the instrument. The volume was reported as 250 microliters and the leak was contained. The customer reported receiving aged sample errors intermittently and was troubleshooting these errors when the leak was discovered. The customer had verified differentials on several samples and confirmed the results. The operator was wearing gloves, lab coat, and glasses when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the fitting on top of the differential mixing chamber where the sample and reagent enters the chamber was leaking. The fse replaced the differential mixing chamber to resolve the leak. The fse observed the cells that were falling into the aged cells area (causing the aged sample error messages) of the scatterplot were resolved and no longer an issue after the leak was repaired. (B)(4).